Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned and visually inspected. Results: visual inspection of the feedset tubing of the returned complaint chamber revealed that insufficient glue had been applied at the connection between the feedset spike and the tube, causing it to separate. A lot check revealed one other similar complaint of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage from the inlet port of an mr290v autofeed humidification chamber during use. No patient consequence was reported.